Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported that a nurse opened a new set, and it leaked when dosing on an ICU patient. An inspection showed a crack at the dosing hole seam. There was patient involvement and no patient harm reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.